Event description:
It was reported that the ilet user forgot to reconnect to the infusion set after a shower, remained disconnected for approximately three hours, and subsequently recorded a blood glucose of 240 mg/dl. The user administered subcutaneous insulin via pen and was advised to wait two hours before reconnecting to the pump. Symptoms included hyperglycemia. Outcomes included serious injury requiring unexpected medical intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving not reconnecting to the ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.